Event description:
It was reported that following a transcatheter aortic valve replacement using the evolutproplus device in a patient with a bicuspid aortic valve, the valve migrated to the left ventricle, resulting in a moderate to severe paravalvular leak. The valve was positioned in a 14/17mm crooked position. Treatment was not performed. Additional information was received which confirmed that the valve dislodged during the implant procedure; however, the implanting physician performed a post-implant dilation without improvement, and it was decided to resolve the issue at a later date. Approximately nine months later, a second valve was implanted within the evolut.

Manufacturer narrative:
Updated data: b2. B3. B5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a transcatheter aortic valve replacement using the evolutproplus device in a patient with a bicuspid aortic valve, the valve migrated to the left ventricle, resulting in a moderate to severe paravalvular leak. The valve was positioned in a 14/17mm crooked position. Treatment was not performed.